Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed detect and treat testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an intermittent connection at j1000 on the c/a board. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.